Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 570 mg/dl with moderate ketones since early (B)(6) 2017. The reporter stated that the patient presented to their health care provider who made adjustments to the patient¿s basal rates in the pump. The basal rate adjustments reportedly did not make a significant impact on the patient¿s high blood glucose; blood glucose levels were lowered to only 300 mg/dl with the programming changes. The patient reportedly has been having headaches and nosebleeds. The reporter stated that emergency medical technicians were called on (B)(6) 2018 for blood glucose of 570 mg/dl. The patient was taken to the hospital and was treated with insulin via injection. No further information was provided. The reporter was not able to participate in troubleshooting the pump because the pump was unavailable at the time of the conversation with animas customer support. Animas customer support made several attempts to contact the reporter for additional information after the initial call; however, the reporter did not respond. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy and the pump could not be excluded as a contributing factor due to the lack of pump troubleshooting.